Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Follow-up report submitted to document the device evaluation.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was reported that the device ran without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was reported that the device ran without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.